Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. The following were confirmed at omsc. No abnormalities were found by visual inspection of the outside and inside of the subject device. When the power was turned off and on several times, the reported phenomenon was duplicated and the keyboard connected to the subject device could not operate. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based upon the result of the inspection, it was considered that this phenomenon might be attributed to the accidental failure of the control circuit of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the endoscopic image of the subject device turned white. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.